Manufacturer narrative:
The reported event was confirmed. A latex foley was returned. A 60cc slip tip syringe was inserted into the irrigation funnel. 60cc's of water were flushed through the irrigation lumen with no difficulties. Because of the cut at the tip of the catheter, water was not able to be flushed through the irrigation eye. The root cause was due to operator error during the burning of irrigation eyes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 15cc balloon: use 20ml sterile water, 20cc balloon: use 25ml sterile water, 30cc balloon: use 35ml sterile water, 40cc balloon: use 45ml sterile water, 75cc balloon: use 80ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations".

Event description:
It was reported that it was difficult to inject water to the bladder washing. After removed, the user cut the tip of the catheter off to confirm the product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inject water to the bladder washing. After removed, the user cut the tip of the catheter off to confirm the product.